Event description:
Performed a breast lumpectomy in 2004 using the visica device for cryo-assisted localization. When seen for acute surgical follow up 18 days later the patient was observed with fluid in the lumpectomy cavity. A seroma cath was inserted to remove 300 cc of fluid. Patient was seen again 4 days later with more fluid build up and increased pain. Patient was prescribed avelox. An ultrasound revealed resolution of fluid where the seroma cath was placed, but more seroma adjacent to that area. The seroma cath was removed and the area covered with neosporin. 60 cc of fluid was aspirated form the seroma adjacent. The area was covered with neosporin and a compression bandage was applied. The observed to be erythematous, but needed no areas drained. Patient noted persistent tenderness. Patient was placed on keflex. Fifteen days later, patient was seen and the area was noted as resolving with no acute infection at that time. By seventeen days later, the patient was noted as having some tenderness, but improved redness and no fluid collection.